Event description:
Device interrogation at office visit revealed that the patient's device was not set to prescirbed parameters. It was reported that the normal mode output current was set to oma, indicating that the patient ws not recieving therapy. The device was reprogrammed to prescribed parameters. User error during previousw programming session was confirmed upon review of device programming history. The patient apparently left the neurologist's office on two occasions with device set to non-prescribed settings. Treating neurologist did not interrogate the patient's device after each programming session to confirm proper device settings. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversly effect device performance.